Manufacturer narrative:
Evaluation of the returned pod pc confirmed that the embolization coil was detached from its pusher assembly. Evaluation revealed that the distal tip of the pusher assembly was fractured off. If the pod pc is manipulated against resistance, damage such as this may occur. Further evaluation revealed kinks along the length of the pusher assembly and offset coil winds on the embolization coil. The offset coil winds on the embolization coil may have occurred during manipulation of the device inside the patient¿s tortuous anatomy and may have contributed to resistance during the procedure and prevent the embolization coil from taking its intended shape. The kinks in the pusher assembly were incidental to the reported complaint and likely occurred during packaging for return to penumbra. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the internal iliac artery (iia) using pod packing coils (pod pcs), a lantern delivery microcatheter (lantern), and a catheter. It should be noted that the patient''s anatomy was tortuous. During the procedure, the physician successfully implanted one non-penumbra coil and three pod pcs into the target location. After advancing the next pod pc into the target location, the physician reported that the coil was not taking its intended shape. After multiple attempts to retract and re-advance the pod pc within the vessel, the physician was unable to feel the pod pc coil move and confirmed via contrast imaging that the coil had become unintentionally detached. Therefore, the lantern containing the pod pc was removed from the patient, and the pod pc was flushed out from the lantern on the back table. The procedure was completed using another pod pc of the same size, the same lantern, and the same catheter. There was no report of an adverse effect to the patient.